Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "change in caregiver". The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as peritonitis onset, the patients was hospitalized due to peritonitis and later discharged on unknown date. The patient was treated with an injection vancomycin (1gm, once every 5th day, intraperitoneal, ongoing) and injection amikacin (100mg, once a day, intraperitoneal, ongoing) for peritonitis. It was not reported if the patient was retrained. It was reported the patient passed away and the cause of death was not reported. It is not reported if an autopsy was performed. It was unknown if the peritonitis was resolved prior to death. It was reported that the pd therapy was ongoing till death. No additional information was available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.